Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for investigation. The device was externally visually inspected and no defect was found. Functional testing was performed and the tests failed. The reported event was confirmed. The root cause was determined to be a defective transmitter.

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced an intermittent out of range signal. No additional patient or event information is available.